Event description:
A hospital reported via our distributor that water had overflowed from an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
A visual inspection and mechanical test was done on the returned device. When the chamber was inverted, the primary and secondary floats remained pressed against the aluminium base. Inspection revealed damage to the base of the chamber. This damage to the base was consistent with a known failure mode. A lot check revealed no other similar complaints for this lot number. Conclusion: the mr290 instructions for use indicates the correct water level and advises users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending of overfilling mr290 chambers has a rate of occurrence worldwide for the last year.